Event description:
Customer called stating that the display was not working properly. They indicated that segments were missing from the display. A review of the system was performed over the phone and it was determined that segments were missing in the hundreds position. The customer was asked to return the meter for further evaluation and a replacement was provided.